Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer also reported that the emergency medical was dispatched and took them for hospitalization. The customer's blood glucose was 867 mg/dl at the time of incident. The customer's blood glucose was 170 mg/dl at the time of call. The customer stated that they were off the insulin pump prior to hospitalization for less than 48 hours. The customer stated that they found that the cannula was bent during the troubleshooting. The customer declined to perform high pressure test. The insulin pump will not be returned for analysis.